Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was longer receiving effective stimulation. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was replaced because the patient was unable to adjust therapy adequately to attain effective stimulation. During the surgical procedure, lead diagnostics indicated multiple high impedances were present. The patient was receiving effective stimulation at that time and was informed that further surgical intervention may be planned in the future to address the situation. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the lead was removed and replaced. The lead showed multiple high impedances and had migrated. Postoperatively, the patient is receiving effective stimulation.